Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy and it was not as effective as before. To address the issue, the ipg was replaced on (B)(6) 2020 and postoperatively, the patient is reportedly receiving effective therapy.